Manufacturer narrative:
Related MFR# 2916596-2024-01607 captures the driveline infection onset. Related MFR# 2916596-2024-01608 captures a blood culture taken on (B)(6) 2024. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to hospital for a chronic driveline infection from (B)(6) 2024 to (B)(6) 2024 where pseudomonas bacteremia was found. The patient had copious driveline exit drainage, swelling, and tenderness. They had been on multiple different antibiotics over the year, before being placed on hospice on (B)(6) 2024. The patient passed away from sepsis related to a driveline infection while on hospice.